Manufacturer narrative:
A ge service representative performed an onsite investigation. The network pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of communication fail errors which locked up the system. The fse determined the cause of the problem to be a faulty network board. The network board is on the rear panel on the system and contains the network (dicom) connection, video connections (bnc/ dvi) and room interface. This panel allows the system to interface with various peripheral devices and provided video/data for room monitors or hospital pacs. Make / break currents cause contacts to weld shut concerning the arcnet termination resistors. Improper termination can cause signal reflections, which disrupts communication between the workstation and the mainframe and can cause communication errors. Fse replaced the faulty network board to resolve the issue. Based on age of the system (last manufactured in 2006), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.